Event description:
It was reported that the plunger doesn't stop when performing the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk.